Event description:
Due to exceptionally short landing zone for the iliac leg grafts, a short main body was selected. As a result of this anatomical condition, and the length from the contralateral limb to an appropriate landing zone in the left common iliac artery the deployment of an iliac leg extension was planned. Angiogram performed of the device placement noted the main body graft had migrated infrarenally approx 1 centimeter when molded with the balloon catheter. Balloon catheter was inflated at the suprarenal fixation outside of the graft due to the gradual increase in size of the aorta. When inflated, the expanded graft migrated. A main body extension was advanced and deployed proximal to the main body graft to resolve the type I endoleak viewed on angiogram. Device was deployed noting the extension to migrate at the level of the main body's proximal graft material. A second main body extension of a smaller diameter was successfully deployed in the aorta below the renal arteries resolving the enodleak. Please refer to 1820334-2004-00472 for additional info.